Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: neu_ascenda_cath, serial# unknown, explanted: product type: catheter .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative. The catheter connection broke when connected. It was not used together with the pump. It was used for other treatment. The catheter was replaced with a new catheter.

Manufacturer narrative:
Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Analysis of the 8780 catheter (lot# unknown) found no significant anomaly. The catheter was returned incomplete, in segments, but was acceptable for testing.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. Therefore, this event did not and does not meet the definition of a serious injury as stipulated in 21 cfr 803. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the operation was a normal pump implantation with a synchromed 2 pump and catheter was used as normal. The patient was a spastic patient and baclofen was to be used in the system. Context of the event was further clarified; the healthcare professional (hcp) used an instrument to tighten the lock on the ascenda catheter when the pump was implanted and that instrument destroyed the lock on the connector. When the catheter was broken, the hcp used a revision kit to repair it. The operation proceeded as normal after the event. The patient was "ok" without any complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.